Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Document review for fmea (product/process) - doc number (B)(4) was assessed. The assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report. Telefex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the heater turned on but nebulizer was blowing out without heat. No report of pt injury.